Event description:
It was reported that approximately 4 months post matrix procedure, the patient had returned to the surgeon on an unknown date, due to pain. The clinical exam and x-rays taken on an unknown date revealed bilateral failure of locking caps at l4. No further information concerning removal or revision is known at this time. During revision surgery on (B)(6) 2012, all matrix hardware was removed to include 2 rods, 6 matrix locking caps, 6 top loading polyaxial heads, and 6 unknown screws. The patient was revised to nuvasive spherex. This is 11 of 20 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
This is report 17 of 20 for file (B)(4). This report is for 1 of 6 unknown screws.